Manufacturer narrative:
No product will be returned per customer. The customer complaint of the extension set filter leaking could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a leaking filter from the extension set. The extension set was replaced. No report of patient harm.